Event description:
A dialysis facility reported that three patients complained of nausea, vomiting and became hypotensive after dialyzing on the same machine. The patients were admitted to the hospital with a diagnosis of metabolic acidosis. Initial information received was that ph and conductivity were reportedly normal. Additional information received later verified that ro water ph was normal but dialysate ph was not checked. No machine alarms were reported fresenius equipment specialist found the machine with incorrect sodium and bicarbonate setting. Bicarbonate value was unknown since the machine showed an erroneous display. The patients were in the hospital for about a week and have been discharged since.